Event description:
During a remote follow-up, loss of capture (loc) was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The rv lead was repositioned to resolve event. The patient was stable.